Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump. Tandem customer clinical support informed customer that the cartridge is indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.